Event description:
It was reported that the customer was hospitalized due to high blood glucose of 366mg/dl. It was stated that the customer was experiencing nausea, vomiting, and high ketones. Troubleshooting was performed. The time, date, and settings, bolus, and basal were correct. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.